Manufacturer narrative:
This report is submitted on november 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use. Subsequently, a decision was made to explant the device, the device was explanted on (B)(6) 2017.